Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and noise. It was noted that the noisy signals led to the device to deliver inappropriate shock. A lead revision procedure was performed. The lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.